Manufacturer narrative:
The pump was received with broken reservoir tube lip, and missing end cap sticker. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Event description:
The customer reported via phone call of issues with cracks on their insulin pump. The customer states there are cracks around the reservoir compartment opening. The customer's blood glucose level at the time of incident was in the 500mg/dl range. Troubleshoot was conducted, and the customer was advised that the device would be replaced and returned for analysis.